Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall off test. The cause was isolated to wires in the ECG cable shorting together. The root cause for the shorted cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's te pad was damaged.